Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms constantly within the span of 10 to 12 days. The customer's blood glucose was 216 mg/dl. The customer stated that the alarm occurred while delivering a bolus and that he would have to rewind and prime the insulin pump for it to work fine again. Troubleshooting was done. The customer was able to perform a five unit fixed prime, and insulin did exit the tubing. Explained that the alarm may have been caused by a bent cannula or an occlusion related to the insertion site or infusion set. Advised to change the entire infusion set when customer had the chance. The customer stated that he would monitor his blood glucose and call back if any issues occurred. Nothing further reported.